Event description:
On (B)(6) 2018, a reporter for the patient (the patient¿s pharmacist), contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter displayed inaccurately high results compared to two other meters. The complaint was classified based on the customer care advocate (cca) documentation. The reporter alleged that at 8am on (B)(6) 2018, the patient obtained an alleged inaccurately high blood glucose result of 180 mg/dl on the subject meter compared to 119 mg/dl on the patient¿s wife¿s unknown meter. (Meter to other meter comparisons do not reasonably suggest that a malfunction has occurred. There can be no presumption as to which meter¿s reading is erroneous as the comparison is not made to a calibrated reference method). The reporter was unable to say what medications the patient takes to manage his diabetes but indicated that he has glucose tablets. The reporter was also unable to say whether the patient had made any changes to his usual diabetes management routine after obtaining the alleged inaccurate result. The reporter stated that 7 hours later at 3pm on (B)(6) 2018, the patient ¿got dizzy and passed out¿. He reported that the patient went to his doctor on the same date where a blood glucose test result of 120 mg/dl was obtained on the doctor¿s meter compared to an unspecified (higher) result on the subject meter. No medical intervention other than the blood glucose test was reported. During troubleshooting, the reporter confirmed that the subject meter was set to the correct unit of measure. The cca noted that the patient¿s test strips were within expiry date and had been stored correctly in an intact vial. The reporter did not have control solution to test the meter and test strips. Replacement product was sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event, i.e. Dizzy and passed out, after obtaining an alleged inaccurately high blood glucose result on the subject meter.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.